Manufacturer narrative:
Additional gore® tag® device included in this report: tgu343410/15331822. (B)(4). Concomitant medical products: patient medications include simvastatin, lisinopril, metoprolol succinate, amlodipine, lasix, ergocalciferol, omeprazole, and ditropan xl. (B)(4).

Event description:
On (B)(6) 2016, the patient was implanted with three conformable gore® tag® thoracic endoprostheses to treat a descending thoracic aortic aneurysm. According to the report, the patient¿s anatomy featured an occluded celiac artery, and less than 1 cm of non-aneurysmal landing zone distal to the lesion. On (B)(6) 2017, computed tomographic angiography reportedly identified a type ib endoleak at the distal end of a 34 mm gore® tag® device (tgu343410/15363760 or tgu343410/15331822; it is unknown which 34 mm device was most distal at the time of initial implant). Aneurysmal enlargement to 6.9 x 6.4 cm in diameter was also noted (from previous measurement of 6.3 x 5.9 cm). On (B)(6) 2018, the patient underwent a re-intervention procedure whereby two additional conformable gore® tag® devices were implanted to extend the stent graft system distally to the superior mesenteric artery. A final procedural angiograph reportedly showed a type ib endoleak from the most distally implanted endoprosthesis (tgu343410/17458622). The physician elected to take a wait-and-watch approach in regard to the persisting endoleak. The patient tolerated the procedure.